Manufacturer narrative:
.

Event description:
It was reported that the patient experienced a return of spasticity. A contrast test did not reveal any damage to the catheter. The drug therapy was modified from baclofen to morphine. Six months later, the patient's spasticity returned and due to the patient's condition, the hcp changed the drug in the pump from morphine back to baclofen. Two months after the change, the patient's condition still did not improve, so another contrast test was performed with no relevant findings. One month later, the pump was programmed from simple continuous to flex mode. Csf analysis was also done, although the results were not reported. The catheter was eventually replaced the following month. The patient outcome was reported as requiring further follow up. A follow-up report will be submitted if additional information becomes available.